Event description:
The pt's vendor reported that the pt experienced air bubbles in the insulin cartridge for the past 10 days. The pt experienced elevated blood glucose up to 391 mg/dl in 2009 as a result. The pt bolused through the infusion device to lower his blood glucose. No further info is available. The pt did not require medical assistance from a healthcare professional second party to address the issue. The insulin cartridge was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.